Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete. It was initially reported that 2 blades broke during the same procedure, it was subsequently reported that 3 blades broke during the same procedure. It was initially reported that the blades catalog number and lot number was unknown, it was subsequently reported as catalog number: 2296003511, lot number 16127017.

Event description:
It was reported that during an anterior cruciate ligament surgical procedure, two blades broke at the mount. It was further reported there was a delay of less than 10 minutes to obtain a replacement blade as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully. It was subsequently reported that a third blade broke at the end of the procedure.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during an anterior cruciate ligament surgical procedure, two blades broke at the mount. It was further reported there was a delay of less than 10 minutes to obtain a replacement blade as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The micro oscillating & sagittal blades reported involved with this event were returned for evaluation. The reported failure of blade breakage was confirmed in all three blades returned. Evaluation results of the returned blades observed that it is reasonable to conclude that after assessing the procedural application in which these breaks occurred, it was reported to be an acl surgery. The procedure involves cutting bone of high density in the tibia and patella, which typically involves transmitting more force and stress through the blade. It is reasonable to conclude that this force may have contributed towards the blade breakage.

Event description:
It was reported that during an anterior cruciate ligament surgical procedure, two blades broke at the mount. It was further reported there was a delay of less than 10 minutes to obtain a replacement blade as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully. It was subsequently reported that a third blade broke at the end of the procedure.